Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of a cancelled/rescheduled procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary plus stent was to be implanted in the bile duct during an endoscopic balloon dilation (ebd) procedure performed on (B)(6) 2026. During the procedure, the inner catheter was stiff and the stent could not be deployed. The procedure was not completed. There were no patient complications reported as a result of this event.